Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Upon visual inspection, rust was found on the carriage gearbox and rotor assembly that would be related to the reported event. The usm was installed onto the golden system where an instrument engagement error was triggered indicating a fault on the carriage, replicating the reported event. The usm was then installed onto a pftp where the direction carriage test and sensor check was found to be failing on the carriage gearbox, rotor assembly and isa. As a result of these findings, failure analysis was able to conclude that the carriage gearbox, rotor assembly and isa was found to be the root cause of the reported event.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer contacted the technical service engineer (tse) regarding the instrument not being recognized on the universal surgical manipulator 3 (usm3). According to the customer, the usm3 was working fine earlier. The same instrument was working fine on the usm4, but no instrument was working on the usm3 even after the instrument arm drape had been changed. Tse reviewed the system logs and confirmed that after undocking the usm3 the system is showing arm3 is docked. Tse suggested for the customer to reboot the system after the surgical procedure. A second call made to tse reviewed that after the da vinci system was rebooted the reported event remained. The cannula was installed showing on the patient side cart tiller. Another power cycle was performed and the reported complaint remained. The procedure was completed as planned with no reported injury. Intuitive followed up and obtained additional information. The usm 3 was parked and not used. All four arms were not used. Procedure was completed robotically. Patient information not available.